Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: item#: unknown, unknown cup, lot #: unknown. Item#: unknown, unknown liner, lot #: unknown. Item#: unknown, unknown head, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2020 -00330.

Event description:
It was reported that patient underwent an initial right hip arthroplasty on an unknown date with competitors cup, liner and stem. The patient was revised approximately 11 years ago for aseptic loosening of competitor stem. Stem was removed and a zimmer stem was implanted. Subsequently, the patient was revised approximately one month ago due to elevated metal ion levels, metallosis and corrosion. The head was removed and replaced with biolox head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h4, h6, h10. Reported event was confirmed by review of provided photographs. Photographic review identified discoloration of the stem's taper and the head's trunnion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.